Event description:
It was reported that the patient underwent a mandible reconstruction using rhbmp-2/acs. The patient is doing well from the surgery. Separately, the patient had been having renal problems prior to the surgery, and was placed on a beta blocker by their family physician. The patient noticed some swelling at the surgical site. The family physician discontinued the beta blocker therapy, and the swelling diminished over a 3-4 period. The physician then changed the beta blocker, and the swelling at the surgical site came back. After discontinuing the use of the beta blocker again, the swelling dissipated.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.